Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the low speed/pump stoppage events recorded in the submitted system controller log file. The submitted system controller log file showed that several low speed/pump stoppage events were captured on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019, resulting in low speed advisory/hazard and low flow hazard alarms. The abnormal pump operation occurred only while the system was connected to the power module and appeared consistent with a potential driveline wire compromise. A distal end driveline replacement was performed on (B)(6) 2019 under work order 71981 and approximately 18 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the driveline segment did not reveal any completely broken wires; however, an electrical short between the conductors of the red wire and the metal shield was induced when the driveline was manipulated near the metal connector. Electrical continuity testing of the other five wires revealed no discontinuities or shorts, even with manipulation of the driveline segment. Upon removal of the rescue tape repair at the distal end of the driveline segment, visual inspection of the driveline revealed two small cracks in the distal end bend relief, one of which penetrated the outer silicone sleeve to expose the underlying nipple housing of the metal connector and clear bionate when the driveline was bent in this area. Upon removal of the outer silicone sleeve, no damage was noted to the bionate layer in the location of the damaged bend relief or along the remainder of the driveline. Areas of significant breakdown of the metal braided shield were observed along the length of the driveline consistent with approximately 3.5 years of use, which appeared most severe toward the distal end of the driveline segment. Visual inspection of the underlying wires revealed that the red wire was partially fractured adjacent to the metal connector, exposing the inner metal conductors. The surrounding wires adjacent to the metal connector showed evidence of minor kinking and insulation abrasion marks but were otherwise unremarkable. The observed damage to the red wire appeared to be the result of fatigue failure due to repetitive flexing of the driveline near the metal connector. Microscopic inspection and hipot testing of the remainder of the returned driveline segment revealed no additional areas of wire damage. If the exposed conductors of the compromised red wire contacted the metal braided shield while the patient was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the low speed/pump stoppage events recorded in the submitted log file data. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had pump stops on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019. The device also experienced speed decrease. This type of behavior is associated with potential issues with the percutaneous lead. These issues only appear to occur while the vad is connected to the power module. In order to identify the possible location of where the compromise to the lead is x-rays needed to be done. The x-rays were unrevealing. Tech services was onsite on (B)(6) 2019 for a driveline repair. The entire external portion of the driveline was replaced with no issues. The patient will remain on battery power and a no ground cable until analysis lead is complete. The log file also captured a controller internal fault due to an ebb circuit fault.